Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via a merlin.net transmission, the atrial lead exhibited noise which contributed to an auto mode switch. The patient also experienced fluttering in the chest. The lead was reprogrammed, and the patient would continue to be monitored.